Manufacturer narrative:
B3: date of event; month is april, day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the device was received broken/non-functional. Pump running but the water was not flowing. The event occurred upon removal from package.

Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the customer reported issue of ¿the pumps motor is running but not circulating the water¿ was confirmed. During functional testing, the device did not circulate the water as it should. The pump was replaced, and the device passed all functional testing. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.